Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('small segment of the coil protruding into the uterine cavity') and device breakage ('the entire central portion of the essure tubal ligation device was successfully removed and there was observation of the titanium coils still in place at the left fallopian tube os') in an adult female patient who had essure inserted. Other product or product use issues identified: device physical property issue "protruding from the left. Fallopian tube as was approximately 3 cm of coiled wire, which was different and protruding from the central aspect of the titanium coils of the essure device./ abnormal, atypical appearance, possibly fragments of a "essure"". The patient's medical history included left lower quadrant pain and pelvic pain female. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy,removal of essure tubal ligation titanium coil and ysteroscopy,removal of essure tubal ligation titanium coil). At the time of the report, the device expulsion and device breakage outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. The reporter commented: (B)(6) 2011: procedure performed: hysteroscopy. Removal of central portion of the essure tubal ligation device of left side (B)(6) 2011: procedures performed: hysteroscopy. Removal of essure tubal ligation titanium coil of left side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2011: moderate fecal distension of the colon otherwise the bowel is unremarkable. Normal-appearing "essure" device right side of the pelvis. Abnormal, atypical appearance, possibly fragments of a "essure" device left pelvis.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('small segment of the coil protruding into the uterine cavity') and device breakage ('the entire central portion of the essure tubal ligation device was successfully removed and there was observation of the titanium coils still in place at the left fallopian tube os') in an adult female patient who had essure inserted. Other product or product use issues identified: device physical property issue "protruding from the left. Fallopian tube as was approximately 3 cm of coiled wire, which was different and protruding from the central aspect of the titanium coils of the essure device./ abnormal, atypical appearance, possibly fragments of a "essure"". The patient's medical history included left lower quadrant pain and pelvic pain female. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy,removal of essure tubal ligation titanium coil and ysteroscopy,removal of essure tubal ligation titanium coil). At the time of the report, the device expulsion and device breakage outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. The reporter commented: (B)(6) 2011: procedure performed: 1. Hysteroscopy. 2. Removal of central portion of the essure tubal ligation device of left side. (B)(6) 2011: procedures performed: 1. Hysteroscopy. 2. Removal of essure tubal ligation titanium coil of left side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2011: 1. Moderate fecal distension of the colon otherwise the bowel is unremarkable. 2. Normal-appearing "essure" device right side of the pelvis. 3. Abnormal, atypical appearance, possibly fragments of a "essure" device left pelvis.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.